Event description:
It was reported that the stylet was unable to be inserted into the right ventricular (rv) lead during the implant procedure. Additionally, loss of capture was observed on the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.